Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and sensing due to being dislodged. It was previously noted that the patient was non-compliant in keeping their arm straight. The physician decided to implant a longer lead. There were no allegations against the lead and no adverse patient effects were reported.